Event description:
Customer reportedly received results of 257 mg/dl on the facility's aviva system, 223 mg/dl on customer's aviva system, 421 mg/dl on customer's aviva system and 182 mg/dl on facility's inform ii system, all within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in the customer's aviva system (lot number 492107, expiration date 01/31/2015. Refer to medwatch report with patient identifier (B)(6) for the suspect device used in the facility's aviva system and refer to medwatch report with patient identifier (B)(6) for the suspect device used in the facility's inform ii system. It was unknown if the initial reporter sent report to the FDA.